Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03zyt, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the physician had problems catching onto the lead during a replacement surgery. The new setscrew reportedly had ¿no track.¿ the suggestion was made to replace the new implantable neurostimulator (ins). The setscrew was backed out too far and therefore was just spinning. It was stated that initially, the impedance test did not look good; the setscrew was backed out too far. Additional information received reported that the doctor instructed the patient to follow up with him if she was not seeing improvement. Please refer to mfg. Report # 3004209178-2013-15978, as this report pertains to events leading up to system replacement. The current report pertains to events during the replacement surgery.